Event description:
It was reported that the patient underwent a laparoscopic hernia repair in 2003 and mesh was used. (B)(6) ago, the patient experienced a gall stone attack. The patient had gall bladder surgery with complications. During the gall bladder procedure, the mesh was found cemented to the bowel and had to be cut away and repaired. The patient kept getting sicker and underwent another surgery to remove the mesh. During the procedure, it was found that the mesh had trapped infection and his stomach was full and it was in his blood. The patient has complained of stomach aches for years. The patient has been very sick and has an open wound needs twice daily dressing changes. The pain was described as almost unbearable on some days. The patient also had abdominal adhesions and was treated with antibiotics.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.